Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an ipg revision due to ipg communication difficulties. The procedure was completed successfully and the patient has fully recovered.